Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm needle complaint due to customer return sensor no needle.

Event description:
The customer reported via phone call that inserted a sensor and it was bleeding profusely. Customer's blood glucose was 137 mg/dl. Customer stated the site is not actively bleeding. The customer was instructed to apply firm pressure for approximately 3 minutes with a clean gauge until bleeding stops. The customer was advised to replace sensor as blood on connector can possibly damage transmitter pins.